Manufacturer narrative:
An event regarding loosening involving an unknown cement mix was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: ¿the primary harm involved is loss of cemented fixation of a tha femoral stem. There is insufficient documentation presented to further complete this assessment.¿ device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the provided medical records were reviewed by consulting clinician who indicated that the primary harm involved is loss of cemented fixation of a tha femoral stem. There is insufficient documentation presented to further complete this assessment. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Retained by hospital.

Event description:
It was reported that the patient had a left hip revision surgery. Update: total hip was done approximately 12-15 years ago. Patient has loose cemented stem. Removed stem, ball and liner (osteonics stem with trident liner). Original date of implant is unknown. Hospital retained implants.